Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The customer reported via phone call that her son fell on top of the insulin pump and it is cracked and scratched. The customer's blood glucose reading was 126 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.